Event description:
It was reported that a 2.6 second pause was observed, despite appropriate capture in both chambers. However, no p-waves were able to be seen, yet when the device paced in the atrium there was ventricular conduction. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable pacing lead, (B)(6) 2013. (B)(4).